Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed. (B) (4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that the middle lobe of the lead fixation mechanism did not deploy. The lead was not implanted. It was also reported lead (B) (4) was not used because it would not stay in place. No patient complications were reported as a result of this event.